Event description:
The patient had a difficult anatomy. An open procedure had been attempted at another institution previously and was not successful. The patient had a large aneurysm. The diameter was about 11.5cm. It was long and inflammatory. There was angulation at the neck. The main body and legs were placed. Post angio, there was an endoleak at the proximal neck. A decision was made to place a main body extension. After placement and with a angulation of the neck, it was decided to place another manufacturer's stent. This was accomplished and results were good. Due to the size of the aneurysm, the iliac landing zones of both legs were not as desired: therefore a decision was made to place leg extensions on the ipsilateral and contralateral sides. These results were also good. Refer to 1820334-2003-00162 and 1820334-2003-00163 for additional information.